Manufacturer narrative:
Corrected data / additional information received (B)(4) 2011. The risk mgr advises there was no delay in surgery that caused or could have caused a risk or serious injury to the patient; therefore, this medwatch 3500a was not required. This is the same event as 1043534-2011-00155.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00155.

Event description:
Allegedly this event cause a delay in surgery time by 30 mins.

Event description:
Allegedly this event cause a delay in surgery time by 30 mins.